Manufacturer narrative:
Device in transit to manufacturer. No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that patient found that the black power cable was damaged in correspondence to the connection to the power source. Clinicians decided to change controller with a new one.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of damage to the black power cable was confirmed. The returned system controller, serial number (B)(6), was functionally tested and found to operate as intended during analysis. The controller returned with a separated black strain relief. The damage did not affect the ability for the connector to make a secure connection. No alarms were produced when the cables were manipulated. The controller was able to support pump function for an extended period of time. A root cause for the reported event cannot be conclusively determined through this analysis. Device history records were reviewed and showed no deviations from manufacturing or qa specifications. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. Heartmate 3 instructions for use section 8-¿equipment storage and care¿ and heartmate 3 patient handbook section 6-¿caring for the equipment¿ explain how to properly take care and maintain the integrity of the system controller connectors and cables. No further information was provided. The manufacturer is closing the file on this event.